Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is luminis health anne arundel med ctr. E1 initial reporter was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had a drive manifold test failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed and stated issue discovered as part of the pm. Unit failed the vacuum portion of the drive manifold test, as part of the pm. Other than that, unit fully functional, when tested with testing catheter and trainer. Reported onsite on 28 february. Narrowed down issue to the drive manifold. Replaced drive manifold (d104-00-0031) and successfully completed an all-manifold test without exception. Nothing unusual identified in the logs, unfortunately cleared as part of the pm. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. There was no patient involved.